Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer experiencing auto off alarms, md wants pump replaced. Troubleshooting was performed, pump is returning for analysis.